Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and after the delivery of 10 units, the insulin gauge displayed 105 units. The customer's blood glucose level was 185 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.